Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that charging was an inconvenience for the patient. The patient said "unfortunately he had the rechargeable device" and stated the battery was located in his butt check. They stated it was metaphorically, not literally a "pain in the butt" to charge, because he was an active person and its just an inconvenience for him to have to charge it. No symptoms or further complications were reported/anticipated.